Manufacturer narrative:
The complaint for valve migrates from the deployment position was confirmed with objective evidence in the provided images. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that procedural, imaging, and patient related factors may have contributed to the reported event.

Event description:
Edwards received notification of an evoque in tricuspid position where on postoperative day 3, the evoque valve was noted on tte (transthoracic echo) that it had malpositioned into the right ventricle. The hospital staff noted EKG changes over the weekend and the patient was experiencing chest pain. They performed 2 bedside tte's which noted the valve has moved and is partly in the right ventricle. The physician said he believes it is detached from the septal leaflet. The patient was planned for open heart surgery for removal on (B)(6) 2024 due to the valve's position and the amount of tricuspid regurgitation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.